Event description:
The customer reported via phone call that they had several motor error alarms on their insulin pump. Customer stated the alarm occurred while rewinding the insulin pump. Customer's blood glucose was normal and did not require medical treatment. The customer's insulin pump will be returned and replaced.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump alarmed during the rewind due to a motor encoder signal out of phase. The functional testing could not be completed due to the alarm. The insulin pump had minor scratches on the display window and a cracked reservoir tube lip.